Event description:
During startup of the device, the buzzer starts to make a cracking noise and the alarm lamp starts to flash with red light really fast. When device starts, the buzzer still make noise and alarm light flashes and also the device shows following errors: 1) "self test failed" 2) tf: 431017 3) tf: 444004 4) te: 231032 5) te: 285002 (video and picture attached - video is from the service mode, but the device make noises and flashes the same in ordinary mode) I measured voltages on the test points on the mainboard and they are not ok (picture attached). Also the +24v_ps (from powersupply) test point is not ok, it is about 0v. So I assume problem is in power supply. Can you tell from the data I gave you, if the problem is only in power supply or could there also be another problem?

Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag over 1 year ago, no attempt will be made to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was being prepared for use. The root cause was a defective mainboard. The mainboard was replaced to solve the issue. There was no patient or user harm.